Manufacturer narrative:
The technician found the bed exit strip is worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the bed exit tape strip assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician was performing preventative maintenance and found the bed exit would not alarm. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).